Event description:
It was reported that log file review captured a no external power event on (B)(6) 2023 while connected to the mobile power unit (mpu). Motor function was not affected by the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Section d4: serial number was requested but was not provided. Manufacturer's investigation conclusion: the reported event of s no external alarm active while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. The heartmate mpu was not returned for analysis. The submitted controller event log file contained data spanning approximately 10 days ((B)(6) 2023 - (B)(6) 2023 per the timestamp). The log file captured a loss of external power while connected to the mobile power unit on (B)(6) 2023 from 13:48:17 ¿ 13:48:19 and from 13:48:20 ¿ 13:48:23. During this time, the log file captured low voltage hazard and power cable disconnect, alarms due to the rsoc and bus voltage in both power cables measuring below the minimum voltage threshold. The alarms resolved when the rsoc and bus voltage was restored to its expected voltage threshold. This event appears to be consistent with a loss of ac power; however, the cause is unknown. Pump speed was not affected by the alarms. Multiple attempts were made to obtain additional information about the reported event such as the serial number of the mpu, if the mpu had a v-lock on the ac power cord, if the ac power cord came loose at the wall outlet or at the back of the unit, if there were any environmental circumstances that would have affected ac power at the time of the event, if the mpu was exchanged/removed from service, and if it will be returning for evaluation; however, no response was given. The root cause of the reported event could not be conclusively determined through this analysis. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including power cable disconnect alarms, and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use (section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 instructions for use section 6 "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.